Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores dues to the tightness of the lifevest. The patient's physician recommended that the patient be re-measured for a looser garment size. The patient was re-measured and wore the lifevest garment on a looser setting. During a follow up call, the patient stated that the sores had improved.